Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device but did not duplicate the reported issue. The device passed all calibrations, short self-test, extended self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator entered the safety valve open (svo) state. It is currently unk if the device was being used on a pt at the time of the event. The date of the event is unk. No additional info is available at this time.